Event description:
The manufacturer received information alleging a trilogy evo o2 ventilator "service required alarm" condition occurred. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The trilogy evo o2 ventilator was evaluated by third-party service center. The during the evaluation of the device the customers compliant was confirmed. The technician observed critical error codes (ventilator inoperative) e-18 (3 reboots occurred within 24 hours) and e156 (therapy cpu is still running in boot monitor software) recorded in the event log. A good faith effort attempt will be made to gather additional information regarding the actual root cause of the occurrence of error code e-18 and e-156. And to determine what action/repairs was taken to correct the failure/malfunction. In addition, the technician confirmed the event log recorded error codes indicating a therapy and power buzzer failure, therefore the buzzer assembly was replaced. The following parts were repaired due to cosmetic issues: cracked front panel, broken screw hole on rear cover, crack on side panel, cracked screw holes on main housing and cracked internal battery door and all were replaced to address the issues. The technician states the device was repaired and passed all tests. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.